Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 277,774 joules during a prostate procedure. The procedure was completed with a second fiber. It was reported that there was no pt injury.

Manufacturer narrative:
(B)(4).